Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that a patient underwent a right femoral transdermal compress arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to periprosthetic fracture caused by patient fall. The cps anchor plug, nut and pin were removed and replaced. Another revision procedure has been indicated due to bone loss, erosion, swelling and poor fit; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was implanted with a transdermal compress on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date. Additional information received noted patient underwent a custom procedure on (B)(6) 2012 due to an unknown reason. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. A further revision procedure has been indicated due to bone loss, erosion, swelling and poor fit; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent a right femoral transdermal compress arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to periprosthetic fracture caused by patient fall. The cps anchor plug, nut and pin were removed and replaced. Another revision procedure has been indicated due to bone loss, erosion, swelling and poor fit; however, no revision procedure has been reported to date. Additional information received reported that a future transdermal compress revision procedure has been indicated due to fractured anchor plug. No revision has been reported at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-06923 & 08002 / 08003).